Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed inaccurate fill estimates. Reportedly, after loading cartridge with 300 units of insulin, the insulin gauge initially displays 115-130 units and remains static at that value. Then, when the true volume of insulin matches the displayed fill estimate value, the insulin gauge begins to decrease as expected. At the time of the reported event, the insulin gauge displayed 55 units. Blood glucose level ranged from 120-130 (mg/dl).